Event description:
Reporter indicated that a pt developed left arm pain and tenderness at the generator site following implantation of a vns therapy system. It was subsequently determined that the pt had an infection. The pt's generator and lead were explanted and the pt was treated with antibiotics.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.